Event description:
Per the clinic, the patient experienced severe tinnitus. It is unknown if the tinnitus existed before implantation, or whether symptoms become more or less severe with stimulation. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This report was filed in error. This is another manufacturer's device. This report is filed (B)(4) 2013. Non cochlear device - not available.

Manufacturer narrative:
(B)(4): implanted device remains.